Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR #2134265-2013-00186. Same patient as MDR #2134265-2011-05084. It was reported that post a stenting treatment procedure, unstable angina occurred. In (B)(6) 2011, the patient presented at the time of the index procedure due to stable angina. Cardiac catheterization revealed a 95% stenosed and 38mm long lesion located in the proximal left anterior descending coronary artery (lad) with a reference vessel diameter of 3.5mm. It was treated with predilation and deployment of a 3.5x38mm taxus liberte stent. Following stent implantation, a dissection distal to the target lesion occurred. This was treated with a 3.0x12mm taxus liberte stent resulting in 0% residual stenosis. The dissection was resolved without residual effects. The patient was discharged one day later on aspirin and clopidogrel. In (B)(6) 2012, an onset of unstable angina occurred. No treatment was performed. The patient is recovering and the event is resolving.